Manufacturer narrative:
The hill-rom service technician stated the bed was sent to the hill-rom repair depot for an evaluation following an alleged patient fall. A complete function check and preventive maintenance assessment were completed on the bed. This evaluation included the side rail functionality.  The hill-rom service technician found no malfunctions; a completed preventive maintenance report indicating such was given to the user facility when the bed was returned. Based on this information, no further action is required. Per the risk assessment for the total care bed, the side rails (srm) shall remain in the up position only if the latch is engaged as indicated by an audible click.   The account stated the staff was caring for the patient and when asking the patient to turn over, the side rail came down and the patient fell out of the bed and fractured her hip. The reported injury is serious in nature per FDA definition.

Event description:
Hill-rom received a report from the account stating a patient fell from the bed and fractured her hip. The bed was located at the account. This report was filed in our complaint system as complaint # (B)(4).